Event description:
It was reported that the patient experienced the implantable pulse generator (ipg) stimulation randomly switch off and on, one to two times per day. When the stimulation turned back on, the patient felt discomfort from strong stimulation. While charging the ipg, the patient experienced communication issues and felt the device become hot. Trouble shooting and patient re-education on charging was attempted, however, the issues remained. The patient went to the hospital and underwent a successful ipg replacement procedure. There were no reported complications postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. It states that system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure. Additionally, while charging, the charger may become warm. Failure to use the charger with either the charging belt or an adhesive patch may result in a burn and are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced the implantable pulse generator (ipg) stimulation randomly switch off and on, one to two times per day. When the stimulation turned back on, the patient felt discomfort from strong stimulation. While charging the ipg, the patient experienced communication issues and felt the device become hot. Trouble shooting and patient re-education on charging was attempted, however, the issues remained. The patient went to the hospital and underwent a successful ipg replacement procedure. There were no reported complications postoperatively.